Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had been unable to communicate with the ipg since having surgery. Technical support attempted troubleshooting unsuccessfully. A company representative met with the patient for additional troubleshooting and was successful with the service application recovery. The representative was able to turn the patient's stimulation back on.